Manufacturer narrative:
The field service representative replaced the liquid level detection (lld) printed circuit board(pcb) and performed a cleaning of pipetter tubing. No further issues were reported after the service actions. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high troponin t hs result for one patient sample from the cobas e411 disk analyzer serial number (B)(4). The results were 10.57, 66.79 with a data flag, 10.53, and 10.62. No unit of measure was provided. It was unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 34588800 with an expiration date of 31-dec-2019.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.